Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak at the vent line in the coulter lh 780 hematology analyzer. The leak was contained within the instrument. No critical components were affected by the leak in this event. Personal protective equipment (ppe), lab coat, gloves and eye protection, were being worn when the leak was discovered. There were no injuries and no one sought medical attention, there was no exposure to skin, open wounds or mucous membranes. There were no patient results affected and there were no discrepant results reported out of the laboratory.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2012 for this event. The fse replaced the tubing at the needle/probe waste pinch valve (vl57a) that had not been threaded through properly possibly during last preventive maintenance (pm) performed ((B)(4) 2012). The issue was resolved after service was performed. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).